Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2012, after a post fractured off the humeral tray. Per the operating physician, patient was non-compliant with instructions and had been weight-lifting and dong push-ups prior to the fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number ten states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight".